Event description:
Customer reported system locked up and the collimator closed down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and tie wrapped a corroded connector. System operates as intended.